Event description:
The surgeon reported that the patient's leads were visible through his skin. The surgeon re-anchored the leads and closed the incision. The patient is doing well.

Manufacturer narrative:
The leads remain implanted and will not be returned for evaluation. This is the final report.